Manufacturer narrative:
Product problem code 2339 was included in the initial report in error. A sample was not received at the manufacturing site for evaluation for the report of lens inserted and removed due to scratch by the plunger skipped over the lens; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample device was not returned for analysis. Additional info has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility has reported that lens was inserted and removed due to a scratch being noted after lens was inserted. Injector plunger "skipped over" intra ocular lens and possibly scratched the surface of the lens. Lens could have also had a scratch already on it before being placed into injector. With confirmed patient contact. No further information is available.